Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple messages on the pump indicating that the charging supplies were not compatible with the pump when using tandem-provided charging supplies. There was no reported adverse impact to the customer. Reportedly, the issue resolved itself and the customer declined assistance from tandem technical support regarding the issue.